Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, software version: 2.1.0 h2) please see additional codes section for the updated annex g code for the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no patient impact.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that after registration, the system was not recognizing some of the instruments. The system worked fine with the registration probe, but the site could not get the straight probe or the tricut to track. The site could see the instrument number in the tracking window, but the instrument would not navigate. The two instruments were unable to verify when placed in the divot. The site was able to proceed with the procedure. After the procedure, the site troubleshooted with the demo head and found no issues. The site then went into another case and ran into the same issue. The length of delay and patient impact information were unknown.

Manufacturer narrative:
H3, h6: no products have been returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. There was one session on the reported date where the user had selected ent fess. From the application logs observed instruments used are non-invasive patient tracker, ent instrument tracker, non-invasive patient tracker 2, 3.4 mm quadcut, malleable suction sm, tricut, 4mm x 13cm, non-invasive patient tracker 3, ent instrument tracker, non-invasive patient tracker 4, tricut, 4mm x 13cm 2, ent instrument tracker, malleable suction md and user transitioned from select procedure to navigation, moving back and forth between instruments and acquire images along the way. Tool verificqation attempt has failed for tools ent instrument tracker, non-invasive patient tracker, ent instrument tracker, non-invasive patient tracker 4 due to angle criteria and for tools ent instrument tracker, non-invasive patient tracker 4 due to distance criteria. These repeated violations of the distance criteria and angle criteria may have contributed to the instrument-verification failures. Based on the available information, there is insufficient information to determine whether a software anomaly contributed to the reported behavior. H6: codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received for patient information and updated in section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see 3a in section a for patient sex. H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issue occurred during registration for a functional endoscopic sinus surgery (fess). There was no delay in surgery.